Event description:
It was reported that the pulse generator exhibited high impedances on the ventricular channel. The atrial and ventricular port setscrews were tightened. Normal lead impedances were obtained from both channels and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.